Event description:
The report was very vauge on the incident. It was reported that the patient had experienced hypoglycemia and required treatment in the hospital. The suspect device was used to check patient's blood glucose and a result of 366mg/dl was obtained. It is unknown if and how much insulin was taken. Emt's were called and their equipment was used on the patient and their result was 40mg/dl for patient's glucose. Patient was taken to the hospital and kept overnight and treated with a dextrose IV. Glucose controls were not used on the system. The test strips are no longer available. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.